Manufacturer narrative:
The pacemaker remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from health care professional that the patient with this pacemaker experienced a sudden bradycardia. The patient is paced 97% of the time in the ventricle. Boston scientific technical services (ts) was contacted and provided additional troubleshooting. No adverse patient effects were reported.